Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went to charge last night and discovered the charger was not charging itself. The patient said they had changed outlets and everything but it had scrolling lights when on the dock plugged into power and it was dead. It had no lights when not on the dock and button presses didn't have any effect. The agent worked with the patient to reset the charger by holding down the power button for 45 seconds while on the dock plugged into power and off the dock. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.